Event description:
On (B)(6) 2011, the pt was implanted with a gore tag thoracic endoprosthesis for treatment of an enlarging descending thoracic aortic aneurysm. On (B)(6) 2012, the pt presented with chest/back pain for one week, and a computed tomography (CT) scan showed a proximal type I endoleak. It was reported that poorly controlled hypertension and progressive expansion of the thoracic aortic aneurysm (amount unk), particularly at the proximal seal zone of the endograft, caused the proximal type I endoleak. On (B)(6) 2012, a procedure was performed whereby two conformable gore tag thoracic endoprostheses were implanted to treat the endoleak. The endoleak resolved with the implant of the additional devices, and the pt tolerated the procedure. On (B)(6) 2012, the pt was being treated for brucellosis, and a CT of the chest showed development of a new proximal pseudoaneurysm above the proximally implanted stent graft (device unk). It was reported the pseudoaneurysm was mycotic in origin, resulting from the brucellosis. On (B)(6) 2012, a procedure was performed whereby an additional conformable gore tag device was implanted to treat the pseudoaneurysm. The implant of the additional device resolved the pseudoaneurysm, and the pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Devices implanted and involved in this event: tgt3110/9212598, tgu343410/9683448, and tgu373710/7562177a.